Event description:
New information received notes that the patient experienced ventricular arrhythmia/cardiac arrest due to the pacemaker system, and x-ray examination was used to find the dislodgement of the right ventricular lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18087. It was reported that the patient presented for a follow-up in clinic due to feeling dizzy. After examination, it was observed that the right ventricular (rv) lead was dislocated, and the right atrial (ra) lead exhibited loss of pacing. The spiral reduction of the rv lead could not be performed, so the lead was explanted and replaced. The ra lead could not be explanted because it adhered to the endocardium so it was capped and replaced on (B)(6) 2021. The patient was in stable condition.